Event description:
The customer reported that basic IV fluids (unsure of exact IV fluid, no medication) leaked out of the tubing port closest to the patient. Because of the leakage, the patient's blood started back-flowing into the IV tubing. Tubing was replaced without incident. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
MFR's report date: 01/23/2015. Internal file number: (B)(4). Patient info requested and all available info is included.. This report was filed by the MFR. Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the devices be received for evaluation.